Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot 5935586: manufacturing date: september 11, 2009. Expiration date: september 10, 2014. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5934102: manufacturing date: september 01, 2009. Expiration date: august 31, 2014. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old female patient underwent a primary breast augmentation with an 425cc mentor memorygel breast implant and experienced a "complication" post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two devices were reported, however, it is unknown which device belongs to the impacted side. No further information was provided in regards of the event. Mentor has attempted multiple attempts to gather additional information, however, has been unsuccessful. If further information regarding the event is provided, mentor will submit a supplemental report accordingly.